Manufacturer narrative:
Follow-up # 3 (06/13/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/30/2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing for the reported issue. The reported issue could not be reproduced. Unrelated to the primary issue, the test strip results were outside of the acceptable control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The patient's meter has been returned however product analysis has not yet been completed.

Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.